Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient's implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Hcp said the managing hcp explanted the devices on (B)(6) 2018 because they weren't working; the hcp said they were going to remove everything. The caller said they explanted the product in rubber glove in biohazard bag and indicated it feels like the lead is in there so they assume the lead and ins were both removed as planned. The caller ordered a return mailer kit to be sent as they would like to return the devices. It was also reported that the product was explanted because it was not providing any relief to the patient. It was further reported that it was not delivering any or less than desired relief. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) (s/n (B)(4)) revealed no significant anomaly and the ins was functionally okay. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp, there was no patient death or injury reported at the time the product was returned for analysis. No further patient complications have been reported as a result of this event.